Manufacturer narrative:
H.6. Investigation: it has been received two pictures to perform investigation about barrel cracked of lot 2003244 syringes, ref.300865. Upon visual inspection of the damaged product seen in the picture received, it can be noticed a longitudinal crack along the barrel of the 50ll syringe. DHR of lot 2003244 has been reviewed not finding any annotation or deviation regarding the alleged defect. Since no issues were identified, and manufacturing record established that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined with evidence in the DHR. However, the crack might be produced as a result of jamming within the equipment not reflected in dalily incidence report and DHR.

Event description:
It was reported that syringe 50ml ll was cracked. This occurred on 3 occasions. The following information was provided by the initial reporter: 3 x 50ml syringes with visible cracks present.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was cracked. This occurred on 3 occasions. The following information was provided by the initial reporter: 3 x 50ml syringes with visible cracks present.